Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified right common iliac artery. A non-bsc guide wire was advanced and crossed the lesion. The 6.0 x 40, 75cm mustang balloon catheter was used to treat the lesion. During the first inflation at 20 seconds, the balloon ruptured at 12 atms. A 10 mm - 6 cm epic stent was then deployed. The device was removed from the patient. The procedure was completed with a 8 mm - 4 cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).